Event description:
Looked like it broke apart in her body... Felt that the product had residues [foreign body in reproductive tract] the tampon frayed... Broke apart [device breakage] the product looked incomplete when she took it out this time [complication of device removal] case narrative: consumer reported via email that the tampon frayed and broke apart in her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.